Event description:
5/4/2000: a blood donor center medical director contacted baxter to find out if there was any history associated with red cell spill over during apheresis and donors developing a stroke. A donor had contacted the center informing them donor had allegedly had a mild stroke and wanted to verify that donor could still donate. Donor was not hospitalized and there is no other info available in regards to donor's condition. The donation occurred on 3/4/00, and donor indicated being diagnosed with a stroke on 3/18/00.